Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hard disk drive and the batteries and reloaded the software and adjusted the ps1 line voltage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.